Event description:
The customer reported that the pump display was on, but the display remained blue. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.